Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 25 mm amplatzer pfo occluder (pfo) was implanted. A transthoracic echocardiogram performed on (B)(6) 2016 showed a trivial to small pericardial effusion. A clinic visit with the implanting physician occurred on (B)(6) 2016 where the patient reported a few episodes of recent chest pain (1 month history) which were not triggered by exercise. A cardiac CT was performed on (B)(6) 2016 due to concern of a partial penetration of the posterior atrial wall without associated hemopericardium. The patient is reported to be stable at home and pending further evaluation and appropriate therapy going forward. (Clinical study patient ID: (B)(6)).